Manufacturer narrative:
The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the component. The reporter who was in attendance stated that the proper surgical technique was employed. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after multiple attempts the surgeon was unable to properly seat the articular surface.